Event description:
No further information will be provided for review from the site.

Event description:
Analysis was completed on the returned generator. Analysis of the generator revealed that results of diagnostic testing indicated that the battery status indicated ifi=yes in the pa lab. The battery was partially depleted. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Event description:
It was reported by a company representative that a vns patient underwent generator replacement surgery due to potential differences in readouts of the generator's life expectancy. The lead impedance after replacement of the generator was marked as 1972 ohms and named as prophylactic in accordance to an implant card received from the surgeon. The explanted generator was returned to the manufacturer and at the moment remains under analysis. Attempts to obtain further information regarding the event remain underway.

Manufacturer narrative:
Type of report corrected data; omitted on initial report, 30 day report.